Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1895, awareness date 25-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. The consumer stated that essure stole 3 years of her life. She reported being suffering and constantly in pain and was forced to have her lady parts removed to be pain free. Product technical complaint investigation received on 17-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was constantly in pain (interpreted as pelvic pain). She stated that she had her lady parts removed. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion pelvic pain may occur. Despite the limited information provided, given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Consumer reported having her lady parts removed, implying that a surgical intervention was performed; therefore this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical event and a quality defect was excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.